Event description:
The customer's mother reported that her nine year old child's insulin was gradually decreased during the month prior to the event for an unspecified reason. The child was admitted to the hospital. At time they were admitted, their meter reading was 20 mg/dl compared with a lab reading of 485 mg/dl. There is no indication as to the timeframe in which the readings were taken. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer was hospitalized and diagnosed with ketoacidosis. No treatment regimen was reported. There was no report of death, or permanent impairment associated with this event.

Manufacturer narrative:
Meter has not been returned nor is it expected to be returned. If meter is returned, a followup report will be filed once the investigation results are available.